Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the days post implant of a right ventricular (rv) lead and right ventricular (rv) lead the patient experienced pericardial perforation, effusion and inflammatory reaction. The pericardial effusion was drained. The leads remain in use. No further patient complications have been reported as a result of this event.